Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.events occurred between april 1 ¿ june 30 2026.this report summarizes 2 events for the failure: overheating of device. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.reported events:2 events were reported for this quarter.product return status:2 devices were evaluated based on historical data analysis.evaluation findings (results/components):2 devices: degradation problem identified, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable.product disposition:2 devices: product not received.additional information:2 devices were not labeled for single-use.2 devices were not reprocessed or reused.this report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.